Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that on (B)(6), patient passed out and fell and bounced off the floor. Patient states not being able to get anything working now and getting tired of wearing depends. Patient is not able to make it to the bathroom since the fall and does not know how to use the device to check and see if maybe something got disconnected somewhere and not connected back up. Agent reviewed patient may need to see a doctor to have everything checked. Patient has an appointment tomorrow to see if they can get the back fixed so patient can move around. Patient states the appointment is with the doctor that did the interstim surgery. Patient mentioned taking a strong pain reliever and not sure if that is causing them not to have the sensation that they have to go. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6) 2025. They reported that their device didn't seem to be working right now. The patient repeated that they passed out on (B)(6) and fell on their hip and thigh where the device was. The doctor did a CT scan and x-ray to make sure the device looked proper and that all the wires were still where they were supposed to be and confirmed that they were. The healthcare provider (hcp) told the patient to call the manufacturer to get someone to help them reset the device. The patient stated they did not have any control over their bladder and it was back in the same condition it was before they got the device several years ago. The patient stated they had been wearing disposable underwear and they pee, no matter what position their body was in, or if they coughed or heard water. The patient was assisted with connecting to their implant and changing programs. The patient would maintain stimulation level and would continue to track symptoms. The patient noted that their hcp was a neurologist, not a urologist. Physician listings were emailed to the patient. Additional information was received from the healthcare provider 2025-feb-18. It was reported that the device/therapy was not the cause or contributed to the patient passing out and falling, breaking their back and right foot. The healthcare provider (hcp) was not able to clarify the statement of 'not able to get anything working now'. They need to interrogate the patient's device (check impedances, programming etc). It was unknown if the issue was caused by normal battery depletion. The cause was not known. The hcp stated that the x-ray showed that the electrode appeared to be in the s2 foramen. They were going to contact the manufacturing representative to evaluate the device. It was unknown if the issue had been resolved. The effect of the fall on the implant was not known.